Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat a symptomatic uterine fibroid and urinary incontinence. The patient underwent the concurrent procedures of a total laparoscopic hysterectomy and cystoscopy during mesh implantation. It was reported that following insertion the patient experienced pain, erosion, bleeding, infection, urinary problems and dyspareunia.(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: 3/20/2019. (B)(4). Additional narrative: it was reported that following insertion the patient experienced urinary tract infection, tenderness, discomfort and recurring bladder issues.